Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the device has low exhaled tidal volumes. The fsr performed troubleshooting, but the issue went unresolved. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; delivered volumes were out of specifications. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
As a resolution, replacement parts were ordered and installed by the field service engineer. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the pt800, pt801 and pt802 transducer. This issue will be internally investigated within vyaire.